Event description:
(B)(4). The week following surgery I had diarrhea. With that same week, I began to develop a rash, and part of the incision opened up. In week two sutures were used to close up the wound. Abscesses formed along the incision. I had to go to ER because the wound opened in a different part of the incision and was packed with gauze. My abdomen has been swollen, and I am retain fluid. Fluid and pus has been leaking from the wound.